Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, when the physician started to load the stent onto the guidewire, the stent struts were noticed to be bent up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.